Event description:
It was reported that the external pulse generator displayed an error with power up on the self tests. The device was reset by the facility's biomed department and the device remains in use. No patient involvement was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.